Event description:
It was reported to boston scientific corporation that during preparation for a cystoscopy with percuflex plus ureteral stent placement procedure, the technician noticed that the pigtail of the stent did not have a full distal end curl. The coil did touch the stent shaft but did not appear to be formed properly. Additionally, the suture was not included with the stent. This was noticed while opening the sterile device packaging. No damage was reported to the product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable". The patient is reportedly over age 18.

Event description:
It was reported to boston scientific corporation that during preparation for a cystoscopy with percuflex plus ureteral stent placement procedure, the technician noticed that the pigtail of the stent did not have a full distal end curl. The coil did touch the stent shaft but did not appear to be formed properly. Additionally, the suture was not included with the stent. This was noticed while opening the sterile device packaging. No damage was reported to the product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable. The patient is reportedly over age 18.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device revealed that the pigtail on the bladder end of the device detached and was not returned. Based on the product analysis there is a high likelihood that the probable cause for the failure is related to handling factors since the unit presented marks at the suture hole, which is consistent with one caused by the suture when it is being pulled. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opened the packaging.